Event description:
It was reported patient's lead had low impedances and patient was unable to enter MRI mode. As patient undergoing a surgical intervention, a lead revision was unable to resolve the issue. As a result, the entire system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.